Manufacturer narrative:
The neuroblate system instructions for use contain laser safety warnings as risk mitigations for this event: section 4.3, general warnings: -"laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser" section 4.6, laser safety warnings: -"ensure the laser fiber connections are made correctly. Improper connections may lead to equipment damage or operator injury." Section 4.7, inspection, cleaning, disinfection, sterilization: -"prior to use: carefully inspect all system laser cable/umbilical connections to ensure they have all completed the "two-click" connection, i.e., plug is pushed into mating connector so that one click at partial (half) insertion and a second click at full insertion." No harm was observed in this event.

Event description:
During the last ablation position in an ablation procedure, it was noticed that there was no temperature change in the pixels, and the hottest temperature remained at baseline. The ablation was stopped, and the laser fiber connections were inspected. Upon checking the rack, it was found that the laser fiber connection inside the rack was thermally fused. There were no patient complications reported in relation to this event.